Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate hv therapy due to noise observed on the pace/sense vector. The noise was not reproducible in clinic. The device was explanted and replaced. Patient was stable post-procedure.